Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain. A CT scan was performed, and it was determined this right ventricular (rv) lead perforated through the left ventricle (lv) and through the pericardium. They thought the lead was septal, but instead was apical. It was noted sensing had decreased and there was no capture at maximum output. The patient experienced diaphragmatic stimulation. The patient was not pacer dependent. The patient was mainly paced in the right atrium. The rv lead was repositioned mid-septum. Once repositioned, lead measurements were stable. No further issues were noted. No additional adverse patient effects were reported. This rv lead remains in service.